Manufacturer narrative:
(B)(4). The customer provided one photo of a catheter separated from the catheter body at the hub. The customer returned an incomplete catheter for investigation. The catheter body was separated at the juncture hub; the catheter body was not returned. Microscopic examination revealed remnants of the catheter body within the juncture hub. The point of separation was white and rough, indicating a stress related tear. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The reported complaint of a catheter body separation was confirmed by complaint investigation. The catheter body was separated at the juncture hub. The point of separation was white and rough, indicating a stress tear. The root cause of this complaint could not be determined as the catheter body was not returned for analysis. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer alleges a broken PICC line. The PICC line broke just before the "y" junction. The remainder of the catheter was still in situ, partly secured by the dressing and had to be removed by the nurse.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges a broken PICC line. The PICC line broke just before the "y" junction. The remainder of the catheter was still in situ, partly secured by the dressing and had to be removed by the nurse.